Event description:
It was reported, the video system center display screen was flashing repeatedly during the startup or intake process. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no image. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5, h4 and h6 (component code should be corrected to 841-imager) additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "screen blinks repeatedly at startup" malfunction would likely be related to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported the event occurred during maintenance.